Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 504 mg/dl, 501 mg/dl, 144 mg/dl, 123 mg/dl, 113 mg/dl and 103 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.